Manufacturer narrative:
A product investigation was conducted. Visual inspection: the depth gauge for locking screws to 100mm for im nails (p/n: 03.010.072, lot number: 8597689) was received at us cq. Upon visual inspection, the tip of the shaft is deformed, and the ball and compression spring components are missing. Dimensional inspection: no dimensional inspection was performed on the deformed tip due to post manufacturing damage and device geometry. No dimensional inspection was performed for the missing ball and compression spring components due to deformation from the staking process that happens during final assembly. Document/specification review: relevant drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the ball and compression spring components are missing. Additionally, the device shaft tip is bent. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part: 03.010.072. Lot: 8597689. Manufacturing site: hägendorf. Release to warehouse date: 25 june 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on march 24, 2020, the depth gauge for locking screws was found to be broken during reverse logistics audit of returned device at millstone. There was no patient involvement and additional information is available. This report is for one (1) depth gauge for locking screws to 100mm for im nails. This is report 1 of 1 for complaint (B)(4).